Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope had a leak. The leak was found during reprocessing after a diagnostic procedure. Upon inspection and testing of the customer returned device, the olympus repair center found loss of the scope identification information. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection the reported event was confirmed. It was also noted the scope identification information was unable to be retrieved. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 30-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that communication between the video connector and the video system center was possibly disabled because of failures of the circuit board inside the video connector and failures of the video system center. Presumed causes of such statuses were as follows: temporary failure of electrical contacts due to adherence of foreign materials (residues of chemical solutions, scale, skin oil fouling, dirt, lint of gauze, etc.) To the scope connector or electrical contacts of the video system center, or electrical damage of the circuit board inside the connector due to application of static electricity or excess current. As detection methods of the suggested event, the following descriptions are included in the instructions for use (IFU): "inspection of the endoscopic system-¦ inspection of the endoscopic image confirm that the wli (white light) and nbi (narrow band) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.